Event description:
The pneumatics assembly subassembly could not be adjusted to specifications while performing routine maintenance. The pr3 pressure regulator was not functioning. There was no pt involvement at all.